Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. Customer reports they did not receive a sensor updating or sensor glucose value not available alert. Customer reports they did receive a calibration not accepted alert. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer's outcome pertaining to the complaint. The insulin pump will not be return for analysis.